Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the problem of loudspeaker does not work. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The device did not behave as expected by the customer. To resolve the issue, an audio test was performed. Although the reported issue was cleared by the audio test, it is not known what caused the customer's issue initially.

Event description:
The customer reported the problem of loudspeaker does not work.the device was not in use on a patient at the time of the event.